Event description:
During an intervention, one balloon was inserted in the 1st vessel, 2nd balloon inserted in second vessel (kissing balloons both inflated at the same time). When time to remove the balloons, the balloon in the first vessel would not deflate when negative pressure applied. After multiple negative inflations and manipulation, the balloon in the first vessel was removed intact and remains inflated. Balloon in the second vessel removed without difficulty.